Manufacturer narrative:
Ivestigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4)

Event description:
It was reported that during an afib procedure, turning of the location pad, there was no communication on the patient interface unit (piu). Some trouble shooting of the location pad was performed however it did not resolve the issue. This resulted in the case being postponed. The physician does not think there was any potential risk to the patient due to case cancellation. The patient was under local sedation; the transseptal puncture had been performed at the time the case was cancelled. No information was provided in terms of the patient's age, and chronic health condition or major medical history.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, turning of the location pad, there was no communication on the patient interface unit (piu). Some trouble shooting of the location pad was performed however it did not resolve the issue. This resulted in the case being postponed. The location pad was disconnected and reconnected without the location pad extension cable. However this did not address the issue. Further troubleshooting found that a re-sterilized catheter cable caused the issue. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.